Event description:
It was reported that the tube broke off near the hub after trying to loosen the blue hub from the tube. No patient injury.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. DHR review was done, no issues related to the original complaint were found.